Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The screen central processing unit (cpu) and was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that when the gas module was inserted into the unit, the device switched to the emergency o2 screen preventing mechanical ventilation. There was no report of patient involvement.